Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The entire screen is allegedly shattered with no trauma to the pump. The pump is difficult to use due to the display condition. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: the display lens was found to be heavily scratched which obstructed the screen. The complaint of a "shattered" display lens was not observed during the investigation.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.